Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.8, lab: 2.9. Date: (B)(6) 2011, inratio: 2.5, lab: 1.8.

Manufacturer narrative:
Investigation pending.